Manufacturer narrative:
(B)(4). Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during an initial total right knee procedure, a total tibial articular surface provisional instrument fractured when it was being extracted during the trial process. There was no patient impact as a result of the malfunction. It was reported that no further information is available.